Manufacturer narrative:
Additional devices implanted and/or related to this event: tgu282820j/12305809 UDI (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
Following was reported to gore: on (B)(6) 2014, a patient who underwent a total arch replacement previously (date unknown) underwent a treatment of aorta arch aneurysm and implanted with conformable gore® tag® thoracic endoprostheses (ctag). It was reported that the aneurysm was gradually enlarging by the follow-up imaging over the years but an endoleak was not identified by the computed tomography (CT) images. On (B)(6) 2020, due to the suspected type iiia endoleak (junctional leak), a reintervention was performed. Two gore® tag® conformable thoracic stent graft with active control system were used to reline the previously implanted ctag devices. The patient tolerated the procedure. Reportedly, the amount of aneurysm enlargement was unknown, and the type of endoleak was unable to be determined. It was suspected there was a junctional endoleak due to not enough overlap between the components/devices.